Event description:
The customer reported that during a procedure for barrett's esophagus treatment, a 28mm catheter was utilized to provide ablation therapy. It functioned normally for the first set of ablations. However, following the cleaning step, the catheter would not function for the second round of ablations as a result of an error code related to an air leak. They attempted some general troubleshooting and utilization of another 28mm catheter. However, the same error code appeared. The surgeon then made the decision to abort the procedure and reschedule for another day. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.